Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed engagement to be related to the customer reported complaint. The instrument failed mechanical engagement when placed in the system, error code 22020 instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of the engagement log showed multiple engagement failures. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. Additional observations not reported by site that are related to the customer reported complaint were also identified. The mcs instrument was found to have a broken grip cable at the distal end. Common causes of the failure mode broken - distal instrument grip cable are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength o the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a dislodged proximal clevis and was not returned with the instrument. No damage to the tube extension was observed. As a result, the distal assembly was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a broken conductor wire at the distal end. No thermal damage was observed. The root cause of this failure is attributed to a component failure. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument was not recognized by the system and when the customer removed the instrument, the tip of the mcs instrument was detached. The procedure was completed with no patient injury nor delay. Follow-up has been performed to request additional information. However, no further details have been received as of the date of this report.